Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the current controlling transistor q1 and the u13 cmos flash microcontroller were internally shorted on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and shorted components. The root cause for the contamination was ingress of an unk liquid. The root cause of the shorted components was unable to be positively identified. No adverse event resulted form the defective battery charger/modem.